Event description:
The device was explanted.

Manufacturer narrative:
Conclusion: according to the limited information received from the field the device was explanted due to a medical issue namely infection and biofilm. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However despite requested no further information has been received. This is a final report.

Event description:
The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.